Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with stage 2 diffuse lamellar keratitis (dlk) in the right eye (od (ocular dexter)) post treatment. A flap lift and rinse was performed on the od and the topical steroid dosage was increased. Pred forte was prescribed to take every two hours (q2h) and polytrim was also prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation in the od, photophobia and glare. This was relieved by the drops and the lift/rinse. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -3.50 x -3.00 x 4, left eye pre-op 20/20 -3.50 x -4.00 x 175.